Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fretting and crevice corrosion may occur at interfaces between components." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-01113 / 02492 / 02493). Product location unknown.

Event description:
It was reported by the patient's legal counsel that the patient underwent a left hip revision procedure approximately seven years post-implantation due to allegations of pain. It was further reported by patient's legal counsel that corrosion of the taper and an adverse tissue reaction were noted during the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.